Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that manual detachment was attempted, but was unsuccessful. No issues were encountered prior to non-detachment, and the cause could not be determined. The devices were prepared as indicated in the IFU. There were no patient issues identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil would not detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The device was inspected with no issues identified. The healthcare provider indicated that the coil would not detach so they opened a second box of the same size and that one would not detach either. It was suspected that there may have been an issue with the lot. It was unknown if there were any patient symptoms or complications associated with this event. The lesion/vessel site or location associated with the event was unknown. Location within artery(s) were unknown. Type of target lesion was unknown. Degree of tortuosity and calcification was unknown. % lesion stenosis was unknown. There were no abnormalities reported in relation to the patient¿s anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil would not detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The device was inspected with no issues identified. The healthcare provider indicated that the coil would not detach so they opened a second box of the same size and that one would not detach either. It was suspected that there may have been an issue with the lot. It was unknown if there were any patient symptoms or complications associated with this event. The lesion/vessel site or location associated with the event was unknown. Location within artery(s) were unknown. Type of target lesion was unknown. Degree of tortuosity and calcification was unknown. % lesion stenosis was unknown. There were no abnormalities reported in relation to the patient¿s anatomy.